Manufacturer narrative:
A product investigation was conducted. Visual inspection: the x25 final tightener (p/n: 279712600, lot #:gm4910403 ) was received at us cq. Upon visual inspection of the complaint the tip of the device was observed to be stripped. Additionally scratches were observed as well from regular field usage. The received condition of the devices is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for x25 final tightener was conducted identifying that lot number gm4910403 was released in three batches. Batch1: lot qty of 5 units were released on 09 jan 2018 with no discrepancies. Batch2: lot qty of 180 units were released on 03 nov 2017 with no discrepancies. Batch3: lot qty of 26 units were released on 17 oct 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the point of the torque driver was spinning in set-screw. There was a stripping evident at point of instrument. Alternative device was used to safely complete procedure. There was no patient impact or delay to surgery. No further information provided. This report is for (1) x25 final tightener. This is report 1 of 1 for complaint.